Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of (B)(6) due to stenosis and structural valve deterioration (svd). Per the op report, this patient has experienced recent hospitalizations for heart failure. She was referred for redo-aortic valve replacement. During inspection of the bioprosthesis, it was shown to be abnormal with fusion of all the three cusps at the commissure leaving only a small central orifice. It was noted that the valve was very tightly fit within the aortic root such that the posts of the valve had been grown over by aortic wall. The device was explanted and there was a dense overgrowth of pannus at the base of the valve. A new edwards bioprosthetic valve was implanted and after weaning the patient off cardiopulmonary bypass, there was good biventricular function. The patient was transferred to the ICU in stable but critical condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. It was reported that this valve was explanted due to stenosis and structural valve deterioration (svd). The term svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve. The op report also documents a dense overgrowth of pannus at the base of the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.